Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during bolus. Blood glucose level was 202 mg/dl at the time of the call. Troubleshooting could not be completed as the no delivery alarms occurred in the past. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.